Event description:
The user attended a fitting session and reported that she has not been able to hear with the device on the left side since (B)(6) 2019. She reported hearing a noise which sounded like 'rain' before losing all hearing sensation on that side. The user has been re-implanted on (B)(6) 2020.

Manufacturer narrative:
Conclusion: investigation results show that humidity ingress led to the device electronics failure over time. However, the device investigation did not show the location of the leak; based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user attended a fitting session and reported that she has not been able to hear with the device on the left side since (B)(6) 2018. She reported hearing a noise which sounded like 'rain' before losing all hearing sensation on that side.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation at the explanted device is necessary. No information regarding possible further steps has been received.

Event description:
The user attended a fitting session and reported that she has not been able to hear with the device on the left side since(B)(6) 2018. She reported hearing a noise which sounded like 'rain' before losing all hearing sensation on that side. Re-implantation is considered. Despite requested, no additional information could be retrieved yet.